Event description:
A case of intermittent airway obstruction caused by vagus nerve stimulation during general anesthesia with a laryngeal mask airway (lma). The pt reportedly experienced intermittent airway obstruction under anesthesia during a surgery for an ankle fracture. An lma was used as an alternative airway device during the surgery. It was reported that the pt expereienced airway obstruction when the device stimulated the vagus nerve. It was concluded that the vagus nerve stimulation resulted in stimulation of the recurrent and superior laryngeal nerves, which then resulted in contraction of the left larynx muscle. The author indicated that the abnormal motion of the vocal fold during vns stimulation in conjunction with the use of an lma was the cause of the intermittent airway obstructions. The vns was implanted approximately two years prior to the event. It was also reported that the pt had never complained of having dyspnea before or after the ankle fracture surgery.